Manufacturer narrative:
A4 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 85-year-old male undergoing high-risk percutaneous coronary intervention (hrpci) with a pre-support clinical state consistent with scai shock stage a was planned for impella cp support via right femoral percutaneous arterial access. During the procedure on (B)(6) 2026, the impella cp pump was unable to be advanced through the 14fr x 25 cm peel-away introducer sheath. The procedures were aborted due to introducer sheath kinking resulting in failure to advance the impella cp devices. The event was attributed to delivery resistance within the sheath, with no confirmed device malfunction or the remained hemodynamically stable to explant.